Event description:
The sales associate reported a rasp was inserted into disc space using mallet and could not be removed by pulling it out by hand. There was no slap hammer attachment so it was wiggled in and out back and forth and as the surgeon tried to pull it out he levered on it and the circular rasp snapped apart from the shaft. The broken rasp was able to be removed, however there was a thirty-five minute surgical delay. No adverse effects to the patient were reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. The device evaluation is anticipated, a follow up report will be submitted upon completion of the device evaluation.

Manufacturer narrative:
A visual inspection of the returned device showed that the rasp on the end of the device was broken off. The broken piece was not returned. The device was not functionally inspected as it is too damaged. A review of the device history records identified no non-conformances or other discrepancies that would contribute to the reported event. Based on the available information, the most likely root cause is user error. The rasp is not intended to be malleted when used during site preparation and over bending of the device (as described in the complaint description) once the device is already stuck will most likely lead to failure at the weld as it is the weakest part of the device.